Manufacturer narrative:
The pump was received with compromised force sensor system error alarm during basic occlusion test and they were unable to prime at 4.0 lbs during the prime/compromised force sensor system error test due to a loose/protruded drive support disk. The pump had a missing end cap sticker, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she changed the set and saw drops at the end of the tubing but the numbers didn't go up on the screen. Customer's blood glucose was 343 mg/dl at the time of the incident. Customer treated with a manual injection. Customer stated that the insulin was squirting out during the manual prime process. Customer had a compromised force sensor system alarm. Customer took an injection and stated that she didn't think that the pump was dropped or bumped. Customer stated that the drive support cap appears normal. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.